Event description:
Boston scientific scs device. Caller mentioned they had a revision and just found out they have a terrible allergic reaction to the nickle. Caller stated they have been very ill since this revision 6 years ago. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)